Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause for the failure was isolated to a defective y402 crystal oscillator on the computer/analog board. The oscillator was not producing any output. The root cause for the defective y402 crystal oscillator could not be positively identified. No adverse event resulted from the damaged monitor.